Event description:
Heparin IV infusing at 22 ml/hr. New bag hung at 1:56 pm and locked with rate verified by second registered nurse. Heparin infusion reassessed every hour and last checked at 3:15 pm at which rate was 22 ml/hr, panel locked, and bag almost full. At 4:15 pm heparin infusion reassessed and panel locked, rate at 22 ml/hr, and bag was almost empty. Stopped infusion at 4:15 pm. The pump stated that volume to be infused was 441 ml despite the almost empty bag. The pump was locked. Inspection of the tubing and IV site revealed no leaks. When the volume infusion was checked it stated 182 ml had infused. Device was brought to clinical engineering with all the accessories. Clinical engineering pulled the logs off of the brain and channel pumps and the rate was set to 22 ml/hr with the pump locked. Clinical engineering was not able to duplicate the large dose of heparin that was experienced on the floor. The pump was delivering the drug as programmed. The pumps involved will be sent to the manufacturer for further investigation. Diagnosis or reason for use: for heparin bridge off coumadin. Patient was only on heparin drip. Event abated after use stopped or dose reduced? Yes.